Manufacturer narrative:
Omit a25 - no apparent adverse event (3189). Additional information: imdrf annex a code. Imdrf annex g code. Manufacturer narrative: the root cause for the reported issue of an channel disconnect randomly was not determined. The reported issue that there was an channel disconnect randomly could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that the customer had issues with channel disconnect randomly. There was patient involvement but patient harm was unknown.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the customer had issues with channel disconnect randomly. There was patient involvement but patient harm was unknown.